Event description:
It was reported by the patient that following the water vapor therapy procedure he experienced discomfort and pain for four months. After the procedure his condition had worsened.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with water vapor thermal therapy procedure and are noted as such in the device instructions for use. Device history record (DHR) review: a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms discomfort and pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that following the water vapor therapy procedure he experienced discomfort and pain for four months. After the procedure his condition had worsened.